Event description:
Report of tubing separation received. During initial manufacturing testing, the tubing was noted to be separated at the piercing pin to tubing solvent bond. The report from the customer indicated a deformity in the set. The customer did not report a tubing separation at the time of the event. There was no reported pt involvement. Though requested, no additional information was provided.